Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during impedance testing the right ventricular (rv) lead had high impedance, and noted pacing inhibition due to lead noise and possible oversensing. The rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.